Event description:
Related manufacturer reference number:2017865-2022-06929. It was reported that during initial implant procedure patient suffered cardiac arrest after putting leads into left ventricle. The leads were not implanted on during procedure on (B)(6) 2022. The patient was stable after procedure.

Manufacturer narrative:
Further information was requested but yet not received.

Manufacturer narrative:
The reported event of patient suffered cardiac arrest after putting lead was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. No anomalies were found.